Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had visited the emergency room (ER) with hyperglycemia. The personal diabetes manager (pdm) alarmed and would not reset. The patient was unable to use the pdm for insulin delivery. The patient's blood glucose levels reached 15.1 mmol/l (271.8 mg/dl) and was vomiting. Emergency services were called and advised the patient to go to the ER. The patient was treated with long and short acting insulin. The patient was released after approximately 5 hours.